Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a physician with supplemental information by a nurse from (B)(6) of fever, vomiting, and peritonitis in a patient coincident with dianeal pd2 1.5% and dianeal pd2 2.5% therapies for peritoneal dialysis (pd). Action taken with dianeal therapies was not reported. On (B)(6) 2012, the patient experienced abdominal pain with one episode of vomiting and peritonitis. The peritonitis was manifested by abdominal pain. The patient was hospitalized on the same day for the events. Prior to hospitalization the patient was treated with one dose of omeprazole which gave partial relief of symptoms. The nurse clarified that the patient did not experience cloudy dialysate, leak, cough or chills. On an unreported date, the patient had a fever. On an unreported date, the patient started on omeprazole and paracetamol for the fever. The patient was also treated with tramadol, kcl, seroquell, and escitalopram. It was unknown if the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, follow up information was received by global pharmacovigilance (gpv) from a consumer. On (B)(6) 2012, the patient began treatment with dianeal pd2 1.5% and 4.25% therapies for peritoneal dialysis. Action taken with dianeal therapies was not reported. On (B)(6) 2012, the patient recovered from the peritonitis. Per the consumer, the event of peritonitis was unrelated to dianeal therapy. Should additional information be received, another follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.